Event description:
It was reported that the patient was burnt during a procedure at the user facility. The procedure was completed successfully with no delay or medical intervention reported. Attempts are being made to obtain additional information from the user facility.